Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is having difficulty charging her scs ipg after experiencing a fall in (B)(6). X-rays taken indicated the ipg was tilted. Surgical intervention may take place at a later date to address the issue.